Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 331-400 mg/dl. The customer alleged intermittently; lack of insulin delivery was the cause. Customer did not find any leaks, or any infusion set site issues. Customer reverted to using an alternate method of insulin therapy.